Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: nature of incident. Whilst administering sodium chloride flush from the 10ml syringe, black internal debris was noted within the syringe that looks to be as a result of the rubber plunger perishing.